Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital post a surgical procedure. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients implantable cardioverter defibrillator (ICD) had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes due to oversensing of noise. The episodes were recorded during the patient¿s surgical procedure where a magnet was not used during the surgery. Additionally, it was noted there had been an alert on the right ventricular (rv) lead for high threshold that had triggered more than two months prior, and the threshold currently show within range. The device and lead remain in use. No patient complications have been reported as a result of this event.